Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had crack in the seal to the bottom of the insulin pump near drive support cap. Customer's blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states when they was bolusing there was seal at the bottom of the insulin pump that was broken, whole bottom of the insulin pump was coming apart and separate. Customer states if they did not hold the bottom of the insulin pump in place customer did not gets full bolus. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.